Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient with a history of chronic atrial fibrillation presented in-clinic. The ventricular lead exhibited loss of capture, and loss of sensing was noted on the atrial lead. The right ventricular lead was capped and replaced on (B)(6) 2018. The atrial lead was capped without replacement during the same procedure. The patient was in good condition following the replacement, and will be followed up normally.